Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing blood glucose versus sensor glucose differences with threshold suspend. Customer's blood glucose level was 400 mg/dl and sensor glucose was 91 mg/dl. Customer treated their high blood glucose via bolus delivery. Insulin pump passed self-test. Customer declined troubleshooting. Customer was advised to monitor sensor. Sensor would not be returned.